Event description:
Plaintiff alleges serious, severe and permanent bodily injuries, including but not limited to: the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, all of which may be of a permanent, continuing, and life-threatening nature. Plaintiff's spouse alleges loss of consortium.